Event description:
It was reported that the patient heard a sound come from her ICD then she became syncopal. X-ray showed an insulation break. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.